Manufacturer narrative:
Analysis of the returned device identified; yellow particles inner the shell, crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp broken on fill channel. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool. A sharp pattern on fill channel of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "a bilateral deflation implant exchange." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Patient reported a right side exchange with no complaint against the device. Healthcare professional reported "a bilateral deflation implant exchange." The device remains implanted.